Event description:
It was reported that a revision surgery is tentatively scheduled due to femoral loosening.

Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical group concluded, this is a complaint from the journey ii cr study reporting a revision surgery tentatively scheduled for (B)(6) 2018. After the surgery has been performed and the information and explanted components have been submitted; the task will be re-opened and assessed. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed part revealed no prior complaints for listed batch. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.